Manufacturer narrative:
The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a brady lead may has dislodged from the heart tissue. Additional information was received. Reportedly dislodgement was assumed based on device testing. At this time, patient and device information is unknown. Physician just called and asked general question. No evidence of adverse patient effects. Evidence suggests that lead remains implanted.